Event description:
It was reported that low impedance was observed. Physician attempted to deliver a shock to gather hvli measurements, when an error was displayed stating that possible hv lead issue occured. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 21.5cm from the connector pin was returned. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a full analysis could not be completed.